Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states their customer has a wheelchair that has a broken crossbrace.